Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007; mesh were implanted, and a mesh with cystoscopy on (B)(6) 2007; mesh was implanted into the patient, for recurrent sui. It is reported that the (B)(6) 2007 procedure was an a/p colporrhaphy with mesh, sacrospinous ligament fixation, mesh and cystoscopy; for a rectocele, cystocele, vaginal wall prolapse and sui. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy, sacrospinous ligament fixation, and anterior/posterior colporrhaphy due to sui, pop. No additional information was provided.